Event description:
Needle shaft fell out separately because it was not attached to the needle.

Manufacturer narrative:
Device is not available for evaluation. Based solely on the description, this event appears to be the result of an insufficient amount of epoxy adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. Analysis of complaint data over the past two years reveal that this type of complaint occurs at level of less than 1 in 10,000,000.